Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the ventricular connector was broken, both output connectors were noted to be broken. It was additionally noted that the hanger assembly was cracked and the ventricular output connector nut was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken ventricular connector. The generator was returned for service. No patient complications have been reported as a result of this event.